Event description:
It was reported that the device flipped in the pocket damaging the lead. The implant was revised. The old implant and lead were explanted and replaced with a new system. It was reported that the devices were discarded by the customer and would not be returned to the manufacturer for analysis. It was reported that the patient's status at the time of report was alive with no injury/no adverse event, and there were no patient symptoms/injuries related to this event.

Manufacturer narrative:
Product ID, 3889-28 lot# va01229 serial# implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).